Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 100 to 160mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using true track meter. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is 11/29/2016. The meter memory was reviewed for previous test result history (date / time not set): hi (B)(6) 2016 05:34 pm fasting: no, hi (B)(6) 2016 05:34 pm fasting: no. Customer states her meter did not give her a reading yesterday either because it was giving her hi, unable to get any other readings from memory as customer states all she sees is (B)(6) 2016 hi with a time of 05:34 pm.